Manufacturer narrative:
D4; h4, 6:information anticipated, but unavailable at this time.

Event description:
It was reported that during a colectomy procedure, the anvil stayed in the colon when the surgeon removed the device. The anvil was removed with graspers. There was no pt consequence.